Event description:
This (B)(6) male was scheduled for turp. The anesthesiologist assessed the patient and determined that spinal anesthesia would be administered. The patient has prior spinal anesthesia 10-15 years prior without complication. The patient was transferred to the operating room and the crna under supervision of the anesthesiologist attempted spinal anesthesia. The crna was unsuccessful due to the patient's anatomy. The crna noticed that the tip of the 27g spinal needle was missing. X-ray and CT confirmed that the spinal needle tip was retained in the soft tissue near l2-l3. A neurosurgeon was consulted and it was determined that the tip should not be removed.